Event description:
The customer reported to olympus, the video system center had no image when connected to certain scope models. The issue was found during preparation for use with an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found noisy images when connected to certain scope models, due to a defective circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Complete state, province, or territory: inner mongolia autonomous region

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that noisy image was due to failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during an unspecified procedure.